Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was not returned for analysis. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).

Event description:
Event was reported on 3/5/2026. A healthcare professional reported that a while the patient was using the silent nite sleep device, they were experiencing a burning sensation on their tongue. The patient stopped using the device for five days and the symptom went away they tried to use the device again and the same reaction occurred. The event was reported to the dental office located in (B)(6).